Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00363.

Event description:
The customer reported in two different procedures, the distal cover fell off of the endoscope. The first patient event involved the olympus endoscope with distal cover was inserted without issues and it was noticed the clear cap started dislodging. It seemed to correct itself as it could not be seen anymore. After completing the procedure, upon withdrawal of the endoscope from the stomach, the distal cover was identified sitting in the patient's stomach. The physician had difficulty retrieving the distal cover while grasping with forceps and pulling it back up the esophagus. Eventually a thin part of the cap ripped and it had to be pushed back into the stomach. The physician needed to use a roth net and had some difficulty removing the distal cover. This patient was noted to have a narrow esophagus however the physician noted this should have not occurred. The second patient event happened approximately 1-2 months ago on an unknown date. While the physician was inserting the endoscope, the distal cover fell off and lodged in the posterior oropharynx. It is unknown how the distal cover was retrieved. The olympus area manager performed an in-service to all end users of the olympus endoscope and distal cover. After the in-service, there have not been any related incidents with the distal cover falling off of the endoscope. (B)(6), tjf-q190v is for patient 1 with the distal cover falling off in the stomach requiring additional intervention to remove it. (B)(6), maj-2315 tjf-q190v is for patient 1 with the distal cover falling off in the stomach requiring additional intervention to remove it. (B)(6), tjf-q190v is for patient 2 with the distal cover lodging in the posterior oropharynx. (B)(6), maj-2315 is for patient 2 with the distal cover lodging in the posterior oropharynx. This report is 2 of 4 for (B)(6), maj-2315 tjf-q190v is for patient 1 with the distal cover falling off in the stomach requiring additional intervention to remove it.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As stated in the instructions for use (IFU), the event could have been prevented: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to e3, g2, and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The following information could not be obtained by the user. In addition, additional information from the facility could not be confirmed during a previous investigation of the complaint ((B)(6)). -is customer using anti-fog agents? -is customer using chemicals such as lubricants? -did customer confirm that there are no abnormalities such as crack and looseness in the cover immediately after mounting on the scope? The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the same issue occurred at the same facility before under patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.